Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a dependent patient presented to the operating room for routine pulse generator replacement. During procedure, the device momentarily exhibited no output, which led to a brief loss of right ventricular capture. It was noted that no cautery was used and the loss of capture occurred when the doctor unplugged the atrial lead from the generator. The patient's condition was good during and post procedure.